Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few weeks post implant, the right ventricular (rv) lead had high thresholds and diminished r waves due to a micro-perforation. A small pericardial effusion was noted. The patient underwent a pericardiocentesis that removed 460cc¿s of blood. Subsequently the rv lead was explanted due to the patient¿s request. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.